Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that " there blood pressure cuff has been reading fifty nine and fifty seven beats per minute sometimes recently, whereas it used to always say sixty beats per minute. And today the reading was fifty one beats per minute". The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.